Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the first returned image contained an view of a reload connected to an adapter. The reload was noted to be rotated slightly out of the loaded position. The second returned image contained an alternate view of the reload and adapter. The reload was noted to be articulated slightly to the left. The I-beam was advanced slightly from the unclamped position. The third returned image contained a view of the reload articulation joint. One of the blowout plates was noted to be fractured distally and was protruding from the articulation joint. It was reported that the jaws will not open and the instrument did not fire. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that it was difficult to straighten and unload the device. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload had a full complement of staples. The I-beam was slightly advanced and the jaws of the reload were clamped. The lock ring was observed to be out of position. The blowout plate on the opposite side to the articulation flag was found to be fractured distally. A kink in the laminates was noted at the articulation joint. The proximal end of the laminates was found to be damaged. It was reported that the jaws will not open. The reload was difficult to straighten, was not able to fire and difficult to unload. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: (B)(6)); sigphandle, sig power sigphandle handle (serial#unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, after finishing the test for stapling, after articulating for making firing position, it was impossible to return and open the staple jaw. The stapler was able to enter firing mode but the device did not fire. There was a problem unloading the device. The reload and adapter could not be separated. After several tries, the reload was separated.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a hepatectomy, after finishing the test for stapling, after articulating for making firing position, it was impossible to return and open the staple jaw. The stapler was able to enter firing mode but the device did not fire. There was a problem unloading the device. The reload and adapter could not be separated. After several tries, the reload was separated. Another adapter and reload were used with the same handle to complete the case. There was no patient injury.